Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated plasma troponin I result is unknown. No samples were made available for siemens investigation. There is no indication of malfunction for the dimension tni assay nor are there indications of instrument malfunction. Qc remained within laboratory ranges. The pattern of discrepancy between plasma and serum results is suggestive of sample non-specific heterophilic binding. The instructions for use for the dimension exl loci® tni flex® reagent cartridge states: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (tni) result was obtained on a patient plasma sample on the dimension exl system. The same plasma sample was retested on an alternate dimension exl system and a similarly elevated result was obtained. A serum sample tube from the same patient draw was sent to an outside reference laboratory on a dimension vista analyzer (similar loci(r) methodology) and a lower result was obtained which was consistent with physician expectations. Patient treatment was not altered or prescribed on the basis of the discordant elevated troponin I (tni) result. There was no report of adverse health consequences as a result of the discordant elevated troponin I (tni) result.